Event description:
A report has been received that a peritoneal dialysis pt kept getting an alarm, connections all secure, visual check appeared clear. She then opened the cassette door to remove cassette and detected a leak. There is no report of ill effect.